Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were within range on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse found buildup on the dilution tray wash unit (dwud) nozzle and clogged vacuum line. The cse cleaned the nozzle and replaced the clogged tubing. The cse performed a wash cycle. The cse ran quality control (qc), resulting within specification. The cse ran precision, resulting within the acceptable range. The cause of the discordant, falsely elevated gluh_3 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated glucose hexokinase_3 (gluh_3) results were obtained on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia instrument, resulting lower. The repeated results from the alternate instrument were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, elevated gluh_3 results.